Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not identify any similar incidents. Based on the available information, a definite cause for the reported single leaflet device attachment (slda) could not be determined. The reported chordal rupture was due to operational context and the reported recurrent mr was a result of the reported slda. The reported patient effects of worsening mitral regurgitation and mitral valve tissue damage are listed in the ntr/xtr system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, increased mr and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. Imaging was noted to be difficult during the procedure. On (B)(6) 2020, a transesophageal echocardiography (tee) was performed which noted one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)), chordal rupture was noted and the mr increased. No treatment was performed and the patient will be monitored. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.